Event description:
Same case as 2134265-2008-02655. It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis and myocardial infarction occurred. The physician placed two taxus express2 drug eluting stents, a 2.5x24mm and a 2.75x28mm to an unk vessel. Post implantation a thrombosis and a myocardial infarction occurred. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this particular top assembly batch number found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause classification is determined to be anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.